Manufacturer narrative:
(B)(4). Additional devices involved in this event: ceb231410c/12736775, hgb161407c/12711422, plc271200/13945940, plc271200/14019342, and plc271400/14053355. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a 32.4 mm abdominal aortic aneurysm (aaa) and 61.8 mm right common iliac artery (rcia) aneurysm using gore excluder aaa endoprostheses and gore&#59401;iliac branch endoprostheses. The left common iliac artery (lcia) measured 25.6 mm pre-operatively. On (B)(6) 2015, follow up imaging showed the aaa measured 35.1 mm, the rcia measured 63.9 mm, and the lcia measured 24.8. A type ii endoleak with ima and lumbar artery involvement was identified. On (B)(6) 2016, follow up imaging showed the aaa measured 37.6 mm, the rcia measured 67.7 mm, and the lcia measured 25.4 mm. A type ii endoleak was also identified (source not noted). There was no report of intervention, and no further adverse events were reported.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016, follow up imaging showed the aaa measured 35.7 mm, the rcia measured 58.9 mm, and the lcia measured 26.1 mm. However, axial measurements showed the aorta increased from 32.6 mm on (B)(6) 2015 to 37.6 mm on (B)(6) 2016. Iliac artery axial measurements indicate the rcia has decreased in size since implant, with the lcia increasing 1.2 mm since (B)(6) 2015.